Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had cracked reservoir tube lip. Pending volume accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that the insulin pump overdelivered insulin causing her to go to the hospital. Blood glucose level was 30 mg/dl at the time of admission. Customer also reported that doctors had to cut her arm open to remove the sensor that had broken off under her skin. Doctors suspected that the low blood glucose level may have been caused by an infection from the broken sensor. Customer reported that she was treated by being given a b50 shot. Customer stated that doctors found that she had three times the required amount of insulin in her bloodstream. Customer reported that she was taken off of the insulin pump for several days and experienced blood glucose levels up to 500 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.